Event description:
It was reported that pump experienced malfunction alarm labeled malf 0, which occurred without any notable events beforehand. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by customer delivering correction bolus through pump. There was no reported need for third-party medical assistance. Technical support provided pump reset instructions, assisted customer in resetting pump, confirmed that malfunction did not recur after reset, and advised customer to continue using pump and to call back if malfunction code appeared again.